Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova deutschland learned that the device was cleaned regularly per the instructions for use and that it was placed inside the operating theatre with the fan facing to operation room air vent direction. The estimated distance between the surgery field and the device is about 2-3 meters.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mold. Lab test has been provided. There is no known patient involvement.